Event description:
Edwards received information through its implant patient registry that a 27mm aortic pericardial valve, implanted approximately ten (10) years and five (5) months, was explanted and replaced with a 25mm aortic pericardial valve. Through follow up with the health care provider, it was learned this device was explanted due to an aneurysm. The health care provider has indicated there was no device malfunction.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 27mm aortic pericardial valve, implanted approximately ten (10) years and five (5) months, was explanted and replaced with a 25mm aortic pericardial valve. Reason for explant is unknown at this time.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned the device was explanted in a procedure to correct an aortic aneurysm and there was no device malfunction. The device was discarded by the hospital and no operative report is available.

Manufacturer narrative:
Method: device not returned. It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. In this case, information regarding the 27mm aortic pericardial valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the patient, patient medical history, reason for explant and condition of the device at explant, return of the device for evaluation, or medical records have been unsuccessful. Therefore, the root cause for explant of this device remains indeterminable. However, in the event information becomes available, a supplemental report will be submitted.